Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported by the patient that he underwent total hip replacement in 2008. He began experiencing hip pain about 6 months later, and his surgeon has recommended a revision of the cup. Patient reports that x-rays and bone scan were negative for loosening. The revision procedure is not yet scheduled.